Event description:
It was reported that on (B)(6), the c-arm of a selenia dimension kept rotating after the button was released. A field engineer examined the device and found that the switch was faulty. The field engineer replaced both banks of c-arm switches and tested them to ensure the full functionality of the switches. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that the c-arm control switch disabled fault started to occur regularly. Rebooting was the only way to clear the fault. Additionally, the c-arm would continue to rotate even after the control switch was released. A field engineer examined the equipment and successfully replaced the c-arm control switches to resolve the issue. No patient or user injuries were reported. A review of this device history showed that the issue did not return after the switches were replaced. The c-arm control switches were replaced; however, no parts were returned for further investigation. The c-arm control switches were 2,260 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded motion was related to an issue with the c-arm control switches. The likely cause is related to natural wear and tear on the component due to the high component age of 2,260 days. Further investigation could not be performed as the part was not returned for further investigation. Due to the limited information provided and lack of part return, the root cause of the c-arm switches failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed there are no additional complaints for c-arm switch issue related to the c-arm switch replacements. The complaint review identified that the c-arm control switches were original to the system therefore, the DHR was reviewed. There was no discrepancy related to the c-arm control switches. The c-arm control switches were installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: may 7, 2018. System installation date: may 22, 2018. Unique device identified (UDI): (B)(4).